Event description:
On (B)(6) 2014, the reporter contacted animas alleging multiple problems with the pump. No specific information was provided and troubleshooting could not be completed to determine if any adverse event had occurred with the unspecified pump issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.